Event description:
It was reported that the right ventricular pacing impedance is measuring greater than 3000 ohms, 1500 ohms, 700 ohms, and there hasnot been a steady rise. The impedance goes up and down. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)